Event description:
A falsely elevated pt inr result was reported on a patient sample. The sample was repeated and a lower result was obtained. The patient was treated on the basis of the initially elevated result. Vitamin k was administered. There is no report of adverse outcome to the patient as a result of the falsely elevated result and treatment.

Manufacturer narrative:
The cause of the falsely elevated pt inr result reporting was operator error. The operator reported the above range result without noticing that the reagent bottle was empty.the instrument is performing within specifications.no further evaluation of the device is required.